Manufacturer narrative:
Concomitant medical products: 500ml hospira bag ndc 0409-7983-03 lot number 77-903-fw exp 1 may 2019 fluorouracil. 150ml b.braun bag ndc 0264-1800-32 lot number j7d707 exp 07/18 bevacizumab and a non bd bag access device. 250ml hospira bag ndc 0409-7922-02 lot 77-056-jt exp 1 nov 2018 leucovorin calcium in d5w. 35ml monoject sryinge attached non-bd tevadaptor. Non bd secondary set with 50ml hospira bag ndc 0409-7984-36 lot number 75-133-jt exp 1 sep 2018 ondansetron hcl. The customer¿s report of leaking was neither confirmed nor replicated. All customer-provided tubing sets were functioning effectively during testing. No damage or leaks were observed at any time, including when being loaded and unloaded from the infusion pump. The root cause of the reported failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a nurse was splashed in the face with avastin or leucovorin during the removal of tubing from the pump. The medication was thought to have leaked from the pump segment. The nurse went to employee health, however, there was no report of patient or clinician harm or medical intervention needed.